Manufacturer narrative:
Steris was not informed at the time of the original event. The evaluation and repairs were performed by facility biomed. Table has been repaired by facility biomed and is back in use. On 11/28/06, steris advised the sale rep responsible for that region to contact the facility to offer in-service training to facility staff on how to operate the table using the manual foot pump. An email has also been sent to cheryl gann, facility risk mgr, requesting that the suspect power supply be sent back for evaluation, if they still have it.

Event description:
Reportable based on analysis completed on (B)(4) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. The 2.25x15mm, 50% stenosed and de nove lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The 2.25x20mm taxus liberte stent delivery system (sds) was advanced but did not cross the target lesion. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
The user facility did not return the power supply to steris for evaluation. An in-service training for the user facility staff was conducted on how to use the manual foot pump to articulate the table.